Event description:
(B)(6) / this device alarm went off several times during the night alerting me that my blood sugar was to low. After a few days of this occurring, I changed my sensor, however the same thing happened. I called abbott labs I was informed that because of a new apple iphone update; their product does not work continually displaying a "signal loss" notification. I could have died due to the product malfunctioning. In 2026, there should be no issue with software compatibility issues especially when it comes to medical devices that diabetics wear to help monitor their diabetes. This report captures: freestyle libre 3 plus kit #2. Pt: 4582. Device: 1012, 3013, 2919. Reference report: mw5189500.